Event description:
It was reported that, "external fixation device was applied to help lengthen the pt's metatarsal bone. The pins bent while trying to use device as prescribed. The sales rep is scheduling to see the surgeon and discuss the case further to gather more details."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.